Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a discolored display screen. During testing, a new test screen was inserted in the pump and was found to function properly. Unrelated to the complaint, evaluation revealed a crack at the threads of the battery compartment. During investigation, the audio bolus button cover was observed to be torn. The audio bolus button responded appropriately to user presses.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a dim/fading display issue. The reporter indicated that the display grew dim gradually over the course of a year and now the pump must be in a dark environment in order to see the screen. This report is made based on the allegation of the pump display screen issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.